Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. Investigation revision: following reception of replaced parts this complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the motor has been replaced, that solved the issue. The motor sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. Pump motor testing were carried out, which proved to be functional in both direction. The motor torque was also normal. The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device, therefore the root cause remains unknown. For information, in general terms, the ocs problem is related to other factors, the probability that the pump motor is at fault is very low. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not confirmed the trend is: normal.

Event description:
The following has been reported: description: motor kit vp. Work description: unknown issue; was on broken shelf with no paperwork. Closing comments: issue with pump motor, would not pass ocs test, pressure was not getting high enough during test even with new set installed. Disassembled pump, did not find any loose components or anything unusual/visibly damaged. Replaced motor, reassembled and ran through tests to ensure full functionality. Recalibrated flow rate due to inaccuracy, performed fine after this. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.